Event description:
The hcp reported that, the pt's pump was eroding through the pt's skin. At pump removal, pocket necrosis was noted. No pt symptoms were reported, although an allergy to metal was suspected. The type of medication, concentration , and daily dose being administered via the pump were not reported; device registration system indicates morphine. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
The device has been returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.